Event description:
The user facility reported that the device had a missing washer. Although requested, there was no information available regarding patient involvement, delay, medical intervention, and adverse consequences.

Manufacturer narrative:
Confirmed. Worn boot.

Event description:
The user facility reported that the device had a missing washer. Although requested, there was no information available regarding patient involvement, delay, medical intervention, and adverse consequences.